Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8835, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for non-malignant pain. It was reported that the personal therapy manager (ptm) displayed the poor communication icon with or without the use of an antenna. It was stated that when the patient tried to request a bolus on (B)(6) 2017, she received the poor communication message. Prior to the call, the patient attempted to use the ptm with and without the antenna. Troubleshooting was done on the call; it was reviewed that the patient should move away from sources of electromagnetic interference (emi). The patient initially stated that she was not near sources of emi, then noted that she did have a mammogram and bone density scan that morning. Patient services reviewed that the poor communication due to emi would likely only occur while the patient was near the source of emi. No out of box failure or patient symptoms reported. An email was sent to repair, and the patient was sent a replacement. Additional information was received on (B)(6) 2017. The patient stated that she got the replacement and it doesn't work, and displayed a "machine with the x with the cord." Patient services reviewed that was the poor communication icon. The patient stated she was not sent a replacement antenna and would try another one she had in her home. It was noted that the patient had very bad reception, and while waiting, the call was disconnected. The patient called back, stating that she was not able to couple the ptm to the pump, and that she had tried with and without the antenna. The patient was redirected to follow-up with her doctor.